Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported "issue with the outer packaging sticking to the sterile packing of the implant," and "had to open the sterile packaging of the sizer to get it out of the outer packaging". The device was not implanted.